Manufacturer narrative:
Initial and final MDR 1876142- MDR 3003442380-2024-05161- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-april-2024, it was reported by the patient that two infusion set was bent due to which hyperglycemia occured within 3 hours of insertion. The blood glucose level was 258 mg/dl. Event occurred on (B)(6) 2024. Infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available